Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 8mm amplatzer septal occluder (7443783) was chosen for implant using a 9f amplatzer trevisio intravascular delivery system (8287845). During deployment of the device in the left atrium, the distal disc appeared as a cobra deformation. The device was recaptured and removed from the patient. The device was able be reformed to its proper shape outside the body. The device was deployed in the patient a second time, and the device took a cobra deformation again. There was no interaction with cardiac structures during deployment, and no angulation was noticed in the delivery system. The device was exchanged with a 10mm amplatzer septal occluder (8031289), and the delivery system was exchanged with a 10f amplatzer trevisio intravascular delivery system (8115344). The replacement device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient has since been discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.